Event description:
It was reported that the customer had a blood glucose level of 457 mg/dl. He woke up in the middle of the night and his insulin pump was shut off. He tried to change the battery and the insulin pump was still unresponsive. Standard troubleshooting was performed and the insulin pump did turn on afterward. The customer was advised to revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly on connector on interface board. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window, scratched case all around lcd window and scratched keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).